Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Please note, per the instruction for use, artmt100116885 rev. A, the minimum recommended size of delivery system is 6f.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 27 october 2021, a 6mm amplatzer septal occluder was selected for implant. During deployment a cobra deformation was noted. The device was removed and replaced with a new 18mm amplatzer pfo occluder. The patient was reported to be in stable condition.